Manufacturer narrative:
Hardware low level failure alarm confirmed in the pump history and during self test due to broken trace. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 4.7 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump had failed the self test during the call. The customer was able to clear alarm and finish complete prime process. Customer stated that they were able to clear the alarm and were able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.